Event description:
The gynaecologist reported that on (B)(6) 2012, he performed an hysterectomy on a patient where he used coseal along the vault suture line. Two days post operation the patient developed a temperature and abdominal pain. Patient returned to theatre on (B)(6). Upon opening the patient, the gynaecologist noticed the appendix was inflamed and the vault suture line was infected. Coseal was seen beside the appendix. The gynaecologist stated the patient recovered by (B)(6). Hospitalization was prolonged due to incident.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information (lot number). The doctor provided no further information. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This complaint will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: patient developed abdominal wound infection (abdominal vault suture line) in the area coseal has been applied for adhesion prevention. Fever and abdominal pain as well as signs of appendicitis have been noted during re-exploration. While coseal is provided sterile, the vicinity of the infection to the anatomy where coseal has been applied does not allow exclusion of a causal relationship. Alternative causes are surgery and pathology related. --------------------------------------------------- additional information has is being requested from the reporter. Upon receipt and evaluation of the additional information, a follow-up report will be submitted.